Event description:
Reporter stated that patient's blood glucose was measured, on the performa system, with a result of "hi" (greater than 600 mg/dl). Reporter noted that, at the time the result was obtained, patient was feeling hypoglycemic. No action was taken based on this value. Thirty minutes later, patient's blood glucose was reportedly retested on the performa system, with a result of 40 mg/dl. Patient's wife treated him with 1.1 ml glucagon injection. No additional treatment was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in other country.